Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned, the balloon sleeve was not returned for evaluation. A break at the taper point of the balloon at the proximal bond was confirmed. The inner was also stretched, the distance of the break between balloon and outer was 36mm. An inner kink was present 7mm from the end of the outer shaft. There was no evidence of previous balloon inflation, the pleats and folds were intact. A 16 second video clip was provided for review. A syringe with a clear liquid was connected to the inflation luer of the hub of a catheter. The catheter type and size could not be determined as the hub print was not visible. The heath care provider was shown pushing on the syringe forcing the liquid into the catheter. The liquid was shown leaking from the catheter at the point where the shaft is normally connected to the balloon. The shaft is not connected to the balloon. Due to video resolution, it cannot be determined if there is a detachment or break at this point. The balloon was not been inflated. Therefore, the result of the investigation is confirmed for the reported damage prior to use issue and inconclusive for the reported balloon rupture, detachment and separation issues. The root cause for the reported balloon rupture, device damage prior to use, detachment and separation issues could not be determined based upon the available information received from the field communications, device evaluation and video review. Labeling review: the instructions for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use the catheter prior to the ¿use by¿ date specified on the package. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ purge the catheter guidewire lumen thoroughly. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. (Expiration date: 08/2025), g2, g3, h2, h6 (component) . Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure for the right posterior and anterior tibial artery, upon opening the packaging, the pta balloon allegedly had a physically different appearance than usual. It was further reported that upon testing, the balloon was allegedly found to be leaking through a hole and would not allegedly inflate. Reportedly, the balloon had lost its profile and was allegedly found to be disconnected from the catheter shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. A 16 second video clip was provided for review. A syringe with a clear liquid was connected to the inflation luer of the hub of a catheter. The catheter type and size could not be determined as the hub print was not visible. The hcp was shown pushing on the syringe forcing the liquid into the catheter. The liquid was shown leaking from the catheter at the point where the shaft is normally connected to the balloon. The shaft is not connected to the balloon. Due to video resolution it cannot be determined if there is a detachment or break at this point. The balloon was not been inflated. The result of the investigation is confirmed for the reported damage prior to use issue and inconclusive for the reported balloon rupture and detachment issues. The root cause for the reported balloon rupture, device damage prior to use and detachment issues could not be determined based upon the available information received from the field communications and video review. Labeling review: the instruction for use for this bantam otw device was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: ¿ reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications. ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use the catheter prior to the ¿use by¿ date specified on the package. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation: ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%) ¿ attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. ¿ point the syringe nozzle downward and aspirate until all air is removed from the balloon. ¿ turn the stopcock off and maintain the vacuum in the balloon. ¿ purge the catheter guidewire lumen thoroughly. ¿ reinserting the balloon into the protective sheath may damage the balloon or catheter. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to an angioplasty procedure for the right posterior and anterior tibial artery, upon opening the packaging, the pta balloon allegedly had a physically different appearance than usual. It was further reported that upon testing, the balloon was allegedly found to be leaking through a hole and would not allegedly inflate. Reportedly, the balloon had lost its profile and was allegedly found to be disconnected from the catheter shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: b5, d4 (expiration date: 08/2025), g3, h6 (device) h11: d4 (medical device lot number) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure for the right posterior and anterior tibial artery, upon opening the packaging, the pta balloon allegedly had a physically different appearance than usual. It was further reported that upon testing, the balloon was allegedly found to be leaking through a hole and would not allegedly inflate. Reportedly, the balloon had lost its profile and was allegedly found to be disconnected from the catheter shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long otw pta catheter products that are cleared in the us. The pro code and 510k number for the savvy long otw pta catheter products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure, upon opening the packaging, the pta balloon allegedly had a physically different appearance than usual. It was further reported that upon testing, the balloon was allegedly found to be leaking through a hole and would not allegedly inflate. The procedure was completed using another device. There was no patient contact.